Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported a no image issue on the secondary monitor. In troubleshooting, customer confirmed the video cable was connected from the sdi (serial digital interface) input port to the high-definition lcd monitor. Tac advised the video cable should be connected to the sdi output port, and whatever sdi input port on the lcd monitor the video cable is connected to should be on the same port. This still did not work, but at that time the customer realized the connection was not secured. The connection was secured, issue was then resolved through troubleshooting and device return is not expected. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus technical assistance center (tac), that there was a no image issue when using the high-definition lcd monitor. There was no patient harm reported as a result.

Manufacturer narrative:
Attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. However, it is like due to a loose serial digital interface cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 4 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. However, it is like due to a loose serial digital interface cable. The following information is stated in the instructions for use (IFU): ¿do not move the monitor while the power cord and connection cables are connected. Otherwise, damage to the monitor, power cord and connection cables, fire or an electric shock may result.¿ olympus will continue to monitor field performance for this device.